Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked from where the spike port was fused to the bag. This occurred during compounding with an unknown drug product. There was no patient involvement. No further information was provided.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The image identified the point where the unit leaked at the seam of the injection port. The reported condition was verified. The cause is related to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.